Manufacturer narrative:
No other information was provided since there was no reported injury. Initial reporter's occupation was not provided. 3m has requested the device be returned for evaluation. The device is not available to be returned by the facility for analysis. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting which are part of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. The lot number indicated in this complaint would have been post cure-to-touch solvent bond process improvement. A new process improvement was implemented in dec, 2017 to further reduce incidence of solvent bond leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting which are part of the high flow disposable set. Further process improvement efforts are being conducted. Attempts are being made to obtain further information. A follow up report will be submitted if further information is gathered. End of report.

Event description:
A hospital employee alleged a 3m¿ ranger¿ high flow fluid warming set (model 24355) leaked fluid from the tubing. Exact location of leakage was not specified. Type of fluid alleged to leak was not specified. Details regarding the usage of the device was not specified. No patient injury was alleged.